Manufacturer narrative:
No product was returned for evaluation. The reported pump stoppages were confirmed per the evaluation of the submitted system controller log file. Driveline damage was suspected. However, driveline damage was not confirmed. An ungrounded power module patient cable was shipped to the patient. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 pump stoppage events occurred. The patient was reported to have been asymptomatic. X-ray images reviewed by the manufacturer's technical services did not show any obvious areas of concern. An ungrounded power module patient cable was shipped to the patient. No additional information was provided.